Event description:
A sales representative reported on behalf of a customer that the (B)(6), y-knot flex 1.3mm all-suture anchor device was being used on (B)(6) 2024, and ¿during surgery for bankart repair, the surgeon found that 2mm metal fork tip of the 1.3mm yknot flex insertion handle was broken and was retained inside glenoid bone.¿. The procedure was completed with the use of stryker iconix all suture anchors and with "about 20mins delay in surgery for waiting the x-ray confirmation.". There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of the reported injury of retained foreign body.

Manufacturer narrative:
Correction: the lot number initially provided with the complaint was incorrect and is thus unknown. Section d.4 has been updated to reflect this finding. Examination of the returned used device, item y1301 confirm the reported problem and found broken off one of the anchor forks. Broken tip is approximately 0.070 long and was not returned for evaluation. Anchor shaft found slightly bent. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a valid lot number was not provided. A device history record (DHR) review cannot be conducted as a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Additional information: the correct lot number has been provided. Sections d.4 and h.4 have been updated to reflect this information. Additionally, the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment.. A two-year lot history review shows this is the only event for this lot number and failure mode. Examination of the returned used device, item (B)(6) confirm the reported problem and found broken off one of the anchor forks. Broken tip is approximately 0.070 long and was not returned for evaluation. Anchor shaft found slightly bent. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a valid lot number was not provided. A device history record (DHR) review cannot be conducted as a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the y1301, y-knot flex 1.3mm all-suture anchor device was being used on (B)(6) 2024, and ¿during surgery for bankart repair, the surgeon found that 2mm metal fork tip of the 1.3mm yknot flex insertion handle was broken and was retained inside glenoid bone.¿. The procedure was completed with the use of stryker iconix all suture anchors and with "about 20mins delay in surgery for waiting the x-ray confirmation.". There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of the reported injury of retained foreign body.

Event description:
A sales representative reported on behalf of a customer that the y1301, y-knot flex 1.3mm all-suture anchor device was being used on (B)(6) 2024, and ¿during surgery for bankart repair, the surgeon found that 2mm metal fork tip of the 1.3mm yknot flex insertion handle was broken and was retained inside glenoid bone.¿. The procedure was completed with the use of stryker iconix all suture anchors and with "about 20mins delay in surgery for waiting the x-ray confirmation.". There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of the reported injury of retained foreign body.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.